Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 18-mar-2020. The most recent information was received on 25-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during intercourse') in a 38-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced dyspareunia (seriousness criterion medically significant), headache ("headaches"), fatigue ("severe fatigue"), abdominal pain upper ("stomach aches / gastric pain"), ear disorder ("ear problems"), nasal disorder ("nose problems"), laryngeal disorder ("throat problems"), vaginal discharge ("vaginal discharge"), libido decreased ("decreased libido"), visual impairment ("vision problems"), dry mouth ("dry mouth") and cough ("cough") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the dyspareunia, headache, fatigue, abdominal pain upper, ear disorder, nasal disorder, laryngeal disorder, weight increased, vaginal discharge, libido decreased, visual impairment, dry mouth and cough outcome was unknown. The reporter considered abdominal pain upper, cough, dry mouth, dyspareunia, ear disorder, fatigue, headache, laryngeal disorder, libido decreased, nasal disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she is testing for allergies, doing x-rays and the removal of implants is planned. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of dyspareunia ('pain during intercourse') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced dyspareunia (seriousness criterion medically significant), headache ("headaches"), fatigue ("severe fatigue"), abdominal pain upper ("stomach aches / gastric pain"), ear disorder ("ear problems"), nasal disorder ("nose problems"), laryngeal disorder ("throat problems"), vaginal discharge ("vaginal discharge"), libido decreased ("decreased libido"), visual impairment ("vision problems"), dry mouth ("dry mouth") and cough ("cough") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the dyspareunia, headache, fatigue, abdominal pain upper, ear disorder, nasal disorder, laryngeal disorder, weight increased, vaginal discharge, libido decreased, visual impairment, dry mouth and cough outcome was unknown. The reporter considered abdominal pain upper, cough, dry mouth, dyspareunia, ear disorder, fatigue, headache, laryngeal disorder, libido decreased, nasal disorder, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: she is testing for allergies, doing x-rays and the removal of implants is planned. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.